Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br, the device experienced erroneous results, and clotting. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: according to customer, the hemograms with this batch are presenting low counting of platelets in the hematology equipment. It was observed in the tubes that there are platelets clumping, and also in hemogram slides used with this batch. The hemograms have been compared with other bd edta batches tubes, and it was observed that the platelets counts are normal, as expected in the other batch. Additional information received. 8/19/2021 : we have several previous blood counts with the error in the platelet count (being very low counts, ex 4,000, 6,000, 23,000) the samples were inside the tube with agglutination and the platelet count was erroneous.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-22. H6: investigation summary: bd received 10 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results or platelet clumping were observed. 10 customer samples were received for evaluation. Visually no defects were found. These samples were sent to fkl for clinical tests. 180 retention samples were visually evaluated and all samples presented the additive inside the tube. 5 retention samples were sent to design center for clinical test to evaluate erroneous results and clotting. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/platelet clumping) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer, retains, and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of customer, retain, and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results and platelet clumping.. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to {reported issue} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br, the device experienced erroneous results, and clotting. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: according to customer, the hemograms with this batch are presenting low counting of platelets in the hematology equipment. It was observed in the tubes that there are platelets clumping, and also in hemogram slides used with this batch. The hemograms have been compared with other bd edta batches tubes, and it was observed that the platelets counts are normal, as expected in the other batch. Additional information received. 8/19/2021 : we have several previous blood counts with the error in the platelet count (being very low counts, ex 4,000, 6,000, 23,000) the samples were inside the tube with agglutination and the platelet count was erroneous.